Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic sigmoidectomy, scissoring occurred at the 1st firing on the blood vessel. When the device was fired out of the patient, the same event occurred in a row. Another device was used to complete the case. There were no adverse consequences to the patient.